Manufacturer narrative:
The returned device was evaluated. The unit was tested and was determined to be functioning as designed. The customer complaint was not duplicated. (B)(6).

Event description:
The customer reported inaccurate readings of spco. No patient impact or consequences were reported.